Event description:
One day following an uneventful endometrial ablation, pt admitted to hosp with complaint of lower abdominal pain and fever. Pt was treated with antibiotics, released two days later and recovered normally. No surgical intervention was required.